Manufacturer narrative:
Product event summary: analysis found that the main board needed to be replaced. The unit was then cleaned and inspected and the unit was tested on an automated test system and passed testing. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the device would not turn on. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.